Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal fluid collection ("fluid in stomach") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intra-abdominal fluid collection and alopecia outcome was unknown. The reporter considered alopecia, intra-abdominal fluid collection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: new event "patient didn¿t undergo essure confirmation test" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal fluid collection ("fluid in stomach") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intra-abdominal fluid collection and alopecia outcome was unknown. The reporter considered alopecia, intra-abdominal fluid collection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's medical history included multigravida and parity 3. On unknown date patient underwent hysterosalpingogram (hsg). Concurrent conditions included morbid obesity, uterine bleeding, pelvic mass and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("gen. Abnormal bleeding"), intra-abdominal fluid collection ("fluid in stomach"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), ovarian cyst ("cyst on ovaries"), vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine hemorrhage ("abnormal uterine bleeding") and was found to have neoplasm ("tumor"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy and cystoscopy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital hemorrhage, intra-abdominal fluid collection, alopecia, abdominal pain, dysmenorrhoea, nausea, neoplasm, gastrointestinal disorder, ovarian cyst, vaginal hemorrhage, menorrhagia, dyspareunia and uterine hemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital hemorrhage, intra-abdominal fluid collection, menorrhagia, nausea, neoplasm, ovarian cyst, pelvic pain, uterine hemorrhage and vaginal hemorrhage to be related to essure. The reporter commented: removal details: uterine mobility score was 2 from 4 and uterus was sounded 12 cm. Intraperitoneal finding indicated for 16- 17 weeks enlarged uterus with multiple leiomyoma causing distorted pelvic anatomy, limited exposure, normal looking tubes, but under stretched secondary to tumor pressures. Normal looking ovaries. Normal cystoscopy. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: 6.9 cm fibroid in the uterine fundus. 2. Two small right ovarian cysts, most likely physiologic; on (B)(6) 2016: 6.9 cm fibroid in the uterine fundus. Two small right ovarian cysts, most likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), abnormal uterine bleeding" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's medical history included multigravida and parity 3. Concurrent conditions included morbid obesity, uterine bleeding, pelvic mass and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection ("fluid in stomach"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), gastrointestinal disorder ("gi conditions") and ovarian cyst ("cyst on ovaries") and was found to have neoplasm ("tumor"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy and cystoscopy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal fluid collection, alopecia, abdominal pain, dysmenorrhoea, nausea, neoplasm, gastrointestinal disorder and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, intra-abdominal fluid collection, nausea, neoplasm, ovarian cyst and pelvic pain to be related to essure. The reporter commented: removal details: uterine mobility score was 2 from 4 and uterus was sounded 12 cm. Intraperitoneal finding indicated for 16- 17 weeks enlarged uterus with multiple leiomyoma causing distorted pelvic anatomy, limited exposure, normal looking tubes, but under stretched secondary to tumor pressures. Normal looking ovaries. Normal cystoscopy. Plantiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 23-nov-2013: 6.9 cm fibroid in the uterine fundus. 2. Two small right ovarian cysts, most likely physiologic; on 23-nov-2016: 6.9 cm fibroid in the uterine fundus. Two small right ovarian cysts, most likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. Event added from pfs- abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, nausea, tumor, gi conditions, cyst on ovaries. Essure insertion date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's medical history included multigravida and parity 3. On unknown date patient underwent hysterosalpingogram (hsg). Concurrent conditions included morbid obesity, uterine bleeding, pelvic mass and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), intra-abdominal fluid collection ("fluid in stomach"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), ovarian cyst ("cyst on ovaries"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine haemorrhage ("abnormal uterine bleeding") and was found to have neoplasm ("tumor"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy and cystoscopy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, intra-abdominal fluid collection, alopecia, abdominal pain, dysmenorrhoea, nausea, neoplasm, gastrointestinal disorder, ovarian cyst, vaginal haemorrhage, menorrhagia, dyspareunia and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, intra-abdominal fluid collection, menorrhagia, nausea, neoplasm, ovarian cyst, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: removal details: uterine mobility score was 2 from 4 and uterus was sounded 12 cm. Intraperitoneal finding indicated for 16- 17 weeks enlarged uterus with multiple leiomyoma causing distorted pelvic anatomy, limited exposure, normal looking tubes, but under stretched secondary to tumor pressures. Normal looking ovaries. Normal cystoscopy. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: 6.9 cm fibroid in the uterine fundus. 2. Two small right ovarian cysts, most likely physiologic; on (B)(6) 2016: 6.9 cm fibroid in the uterine fundus. Two small right ovarian cysts, most likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal fluid collection ("fluid in stomach") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intra-abdominal fluid collection and alopecia outcome was unknown. The reporter considered alopecia, intra-abdominal fluid collection and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.